Event description:
Burns and blisters, many of them [thermal burn]. Burns and blisters, many of them [blister]. Red bumpy rashes [rash erythematous]. Red bumpy rashes [rash papular]. Itching [pruritus]. Case description: this is a spontaneous report from a contactable pt or other non hcp. A (B)(6) asian female pt started to receive thermacare heatwrap (thermacare menstrual), device lot number h58589, expiration date 10/2016, from (B)(6) 2015 at an unk frequency for menstrual cramps. Medical history included cramps from an unk date and unk if ongoing. There were no concomitant medications. Past product history included thermacare but did not face any difficulty. The pt experienced burns and blisters, many of them on an unspecified date. The pt experienced red bumpy rashes and itching on (B)(6) 2015. Therapeutic measures taken as a result of rashes included cortisone 10 anti-itch cream. The pt mentioned that the rashes were on the lower abdomen under the navel, the area where on put the wrap but there were many of them. The pt mentioned that there was no drainage of pus from the rashes but they were bumpy. The pt mentioned that there were no associated symptoms like pain, fever or swelling but they were itchy and bumpy. The pt mentioned that she had light indian skin tone. The pt mentioned that there were no defects like cuts, tears, holes or leaks in the thermacare heatwraps. The pt mentioned that she did not modify the wrap in any way. The pt mentioned that she did not feel that the wrap was getting too hot. The pt mentioned that she did not use the wrap overnight or while sleeping. The pt mentioned that she did not overlap the wrap. The pt mentioned that she did use the wrap over the healthy skin. The pt mentioned that she did not exercise while using the wrap. The pt mentioned that she did not apply any pressure over the wrap. The pt mentioned that she did not wear more than 2 layers of clothing over the wrap. The pt mentioned that she did not sit or recline for a prolonged period of time. The pt mentioned that she did not use more than one wrap per day. The pt mentioned that she checked under the wrap almost every hour. The pt mentioned that she did not see any doctor for the rashes. The action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2015. The outcome of red bumpy rashes was not recovered and the outcome of the remaining events was unk.

Manufacturer narrative:
Additional info has been requested and will be provided as it becomes available. Company clinical eval comment: based on the info provided, the event thermal burn and blisters, as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events erythematous rash, papular rash, and itching are assessed as associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the info provided, the events thermal burn and blisters, as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events erythematous rash, papular rash, and itching are assessed as associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability.